Event description:
Inadvertent activation of electrosurgical pencil. No adverse effects to user or patient reported. This report is submitted to meet MDR regulations. The reported event is unsubstantiated and unverified.

Manufacturer narrative:
No adverse effects to user or patient reported.